Event description:
It was reported that non-sustained rv oversensing was observed. Review of the record revealed possible myopotential oversensing. Programming changes were recommended. The patient was fine and will continue to be monitored via remote transmission.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.